Event description:
It was reported that the patient did not follow the two-week restriction period post-implant that the physician prescribed. As such, the patient had high thresholds and low sensing noted on the rv lead due to the lead moving slightly from the original spot. The lead was explanted and replaced when repositioning was unsuccessful. The patient was stable.

Manufacturer narrative:
This supplemental MDR is needed to correct physician address.